Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during an atrial fibrillation a faradrive sheath was selected for use. During insertion, it was difficult to aspirate and flush the sheath with farawave inserted. Troubleshooting was attempted, withdrew farawave, sheath aspirated and flushed appropriately, reinserted catheter, sheath was difficult to aspirate and flush, withdrew catheter, reinserted catheter, sheath aspirated and flushed extremely slow. Bubbles were seen through the sheath. The sheath was replaced and the procedure was completed without patient complications.

Event description:
This complaint is for the first sheath. It was reported that during an atrial fibrillation a faradrive sheath was selected for use. During insertion, it was difficult to aspirate and flush the sheath with farawave inserted. Troubleshooting was attempted, withdrew farawave, sheath aspirated and flushed appropriately, reinserted catheter, sheath was difficult to aspirate and flush, withdrew catheter, reinserted catheter, sheath aspirated and flushed extremely slow. Bubbles were seen through the sheath. The sheath was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
Investigation summary: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrave's risk documentation was completed and confirmed that the event of air in the sheath was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and cause traced to transport/storage. Due to the sheath still having the dilator inserted when the device was returned and sterilized the valves of the sheath were deformed in a manner that prevented investigators from knowing the state of the valves during the procedure.

Event description:
This complaint is for the first sheath. It was reported that during an atrial fibrillation a faradrive sheath was selected for use. During insertion, it was difficult to aspirate and flush the sheath with farawave inserted. Troubleshooting was attempted, withdrew farawave, sheath aspirated and flushed appropriately, reinserted catheter, sheath was difficult to aspirate and flush, withdrew catheter, reinserted catheter, sheath aspirated and flushed extremely slow. Bubbles were seen through the sheath. The sheath was replaced and the procedure was completed without patient complications.